Event description:
The dr claims that during the procedure, the graft leaked blood from its suture line. The leakage was stopped by overstitching. The graft was left in. There was no injury or complication to the pt. Note: the quantity of blood lost through the graft is unknown at this time. The pt's condition is unknown at this time. In 2000, co learned the following: the graft was implanted for an ascending aortic aneurysm procedure, the suture used was a prolene 3.0/v26.